Event description:
During aaa repair in 2007, physician implanted aaa devices on a patient who was outside of the instructions for use (IFU) due to an angulated neck. The next day, the patient was taken back into the operating room for decreased circulation to lower extremities. The limbs were stented and circulation was restored. Later that evening, the patient expired from unknown causes.

Manufacturer narrative:
Evaluation: our instructions do state that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximally aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by kinking of the device due to adverse patient anatomy and the procedure being an off label use.